Event description:
It was reported that two days post implant the patient presented to the emergency room with complaints of pain. A device interrogation indicated high right ventricular (rv) lead thresholds and a micro dislodgement was suspected. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.